Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the mega suturecut needle driver instrument had a steel cable break. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was sent to the operating room undamaged. The robotic forceps achieved full functionality of movements. No fragments were found in the patient¿s cavity. Instruments are segregated with engineering. Instruments follow unidirectional flow in the unit, manual cleaning process, automated by ultrasonic washer, inspection, lubrication, preparation, sterilization and storage, integrity of packaging certified. During the procedure, the structure was broken, and no damage was caused to the patient. After the damage, the instruments were changed to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.